Event description:
The user facility reported to terumo cardiovascular systems that during endoscopic vein harvesting, the endoscope was cloudy. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device; upon eval, it was confirmed that the internal lens was broken, resulting in a cloudy visual field. Visual inspection noted minor scratches, dents on the rod and eyepiece of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.